Manufacturer narrative:
The device was returned for analysis, the reported difficult or delayed activation and the reported physical resistance / sticking were unable to be replicated in a testing environment due to the condition of the returned device. The reported stretched stent and the reported stent break were unable to be confirmed due to the condition of the returned device (stent not returned). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the complaint history of the reported lot revealed similar complaints from this lot, indicating there is a potential quality issue. Reportedly, the 6.0x150mm absolute pro self-expanding stent system (ses) was advanced to the target lesion over a 0.018 guide wire; however during deployment the thumbwheel was difficult to turn and the stent only partially deployed. It should be noted the absolute pro ll peripheral self-expanding stent system instruction for use states: one (1) 0.035¿ (0.89 mm) diameter guide wire. It is possible the deviation of the instruction for use contributed to the reported difficulties. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment.

Event description:
It was reported the procedure was to treat a severely calcified lesion in the superficial femoral artery (sfa). A 6.0x150mm absolute pro stent was successfully deployed in the common femoral artery. Another 6.0x150mm absolute pro self expanding stent system (ses) was advanced to the target lesion over a 0.018 guide wire; however during deployment the thumbwheel was difficult to turn and the stent only partially deployed. The physician applied force when pulling on the system, resulting in the stent stretching into the right common femoral artery breaking in two pieces. A covered stent was implanted as treatment for the broken stent. A delay in the procedure was reported due to the device issue. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 clarifier: failure to follow steps / instructions; excessive force.

Event description:
It was reported the procedure was to treat a severely calcified lesion in the superficial femoral artery (sfa). A 6.0x150mm absolute pro stent was successfully deployed in the common femoral artery. Another 6.0x150mm absolute pro self expanding stent system (ses) was advanced to the target lesion over a 0.018 guide wire; however, during deployment the thumbwheel was difficult to turn and the stent only partially deployed. The physician applied force when pulling on the system, resulting in the stent stretching into the right common femoral artery breaking in two pieces. A covered stent was implanted as treatment for the broken stent. A delay in the procedure was reported due to the device issue. No additional information was provided.